Event description:
It was reported that during central processing, the permanent cautery hook instrument had a broken tip. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint "broken tip". Failure analysis found the primary failure of broken distal clevis to be related to the customer reported complaint. For clarification, the instrument was found to have an ear of the distal clevis broken. The broken piece was not returned, measuring roughly 0.217¿ x 0.317¿ in size. The root cause of broken instrument distal clevis is typically attributed to the user, such as excess force applied at the instrument tip.